Manufacturer narrative:
(B)(4).

Event description:
Complaint description: swg (spring wire guide) was too soft and resulted in kinked. The anesthesiologist couldn't remove the swg with normal cvc procedure and asked surgeon to cut open patient's skin.

Event description:
Complaint description: swg (spring wire guide) was too soft and resulted in kinked. The anesthesiologist couldn't remove the swg with normal cvc procedure and asked surgeon to cut open patient's skin.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, dilator, and catheter-over-needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have four main bends/kinks in the body. Microscopic examination confirmed the kinks and revealed some offset coils. The dilator contained a slightly damaged tip. The catheter-over-needle contained no defects or anomalies. The main kinks in the guide wire occurred at 34, 348, 362, and 580 mm from the proximal end. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the dilator and introducer catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.